Event description:
I became sick after implants with breast implant illness. Doctors think we need psychiatric help, rather than addressing the real issue. Research needs to be conducted in order to better make the adverse effect treatable. Manufacturers need to take responsibility. Reference report: mw5117477.